Manufacturer narrative:
Covidien reference # :(B)(4). Date of initial report : (B)(4) 2015. The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the surgeon felt like the shaft of the device got very hot. The surgeon rested the shaft of the device on the edge of the wound and it burned the skin of the patient. The surgeon excised the burned skin of the patient. The device was discarded by the site after the procedure.